Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they were having trouble with their controller. Pt said for about 2 weeks they had been getting several messages including: rm04, rm05 and software messages. Pt then said last night they were turning stim down (with nothing plugged into the controller) and the screen froze on "please wait" and wouldn't work hold again until pt reset the controller. An email was sent to the repair department to replace the controller. No symptoms or patient complications were reported. Additional information was received. It was reported that they received the controller, controller charged up to 100%, ins 60% but when they go to charge the implant, the implant is not charging. The patient was asked to inspect the recharger (rtm) for damage and if rtm gets hot when recharging and patient said yes rtm gets hot but there is no visible damage to rtm. Patient connected the rtm to controller and controller does not recognize the rtm being connect to controller. Recharging is not highlighted on the menu screen and battery icon is not recharging. An email was sent to the repair dept for rtm replacement. Additional information was received from the patient. The pt stated they got the replacement controller and rtm and at first they had trouble with them and couldn't make it work so they went back to the old controller. Pt said they then got new controller and rtm working with each other a couple nights ago. Pt then said starting last night, they would go to charge their implant and see batteries screen (screen 49), but the screen would show the controller as charging, instead of the implant charging when rtm was plugged in. Pt said they were using the new equipment when this occurred. Pt had the battery in the old controller, so pt put the battery back in the new controller and plugged into ac power supply. Pt confirmed the screen showed controller was charging (both batteries were 100%). Pt then plugged in rtm and reported it went to the batteries screen showing the "recharging" under controller instead of under the implant battery. Pt also confirmed there was no good or excellent on the screen. Pt unplugged rtm and said the screen no longer said "recharging", but when they plugged the rtm back in, the screen showed the controller as charging again. Pt was told to try the new rtm with the old controller and pt confirmed they were able to start charging the implant on excellent. The issue was not resolved. An email was sent to the repair department to replace the controller.